Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, patient was revised due to unknown.

Manufacturer narrative:
See attached - attachment: [investigation.pdf].